Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced extreme discomfort at the lead site due to the lead bowing laterally. X-ray confirmed lead migration. The patient underwent a revision procedure and was reportedly doing well postoperatively.